Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, damage was noted on the cable section, corrosion of the electrical contacts was noted on the connector and the head part scope mount was noted to be curved. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the hd autoclavable camera head had no image. It was not indicated, whether the issue occurred prior to or during procedure. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Event description:
The device was inspected before use.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received about the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image failure likely occurred due to inundation failure in the imaging unit. However, the definitive root cause of the imaging unit's inundation failure could not be determined. Olympus will continue to monitor field performance for this device.